Event description:
It was reported that the monofocal intraocular lens (iol) was partially inserted into a patient's left eye & removed in the same procedure because the haptic twisted (damaged in cartridge during insertion). The procedure was completed using another lens of the same diopter (20.5d). There was patient contact with cartridge and lens. There was no medical intervention required. The patient outcome status was reported as no issues/problems. No further information was provided. The patient had bilateral lens implantation. This report pertains to the patient's left eye. A separate report is being submitted for the patient's right eye.

Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section d6a: if implanted, give date: not applicable, the lens was not implanted. Section d6b: if explanted, give date: not applicable, the lens was not implanted. Hence, not explanted. Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.